Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935 implantable cardio-verter lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that there was far field r-wave oversensing of the atrial lead while the patient was running and later reported to also occurred at rest. The device was reprogrammed around the oversensing and the atrial lead remains in use. No patient complications have been reported as a result of this event.